Event description:
Event description testing of this implantable pulse generator (ipg) upon receipt at cpi noted that the model number in the memory was incorrect. The ipg was analyzed further to determine the source of the incorrect model number.